Event description:
It was reported that the tecnis toric intraocular lens (iol) that after opening the outer seal of the package, the inner seal was not present and the lens was found to be in non-sterile condition. Hence, the lens was not loaded into the cartridge for the phaco-surgery. No further information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: the device was not implanted. Section d6b: if explanted, give date: the device was not implanted. Section e1: email address, address, post office or zip code, phone number: unknown/not provided section h3: no suspect product was received; however, a video was provided by the customer and was evaluated. The video shows the folding carton being opened with the lens holder loose in the carton and not in a sealed packaging. The carton seal was broken which is consistent with the product being opened. Since no suspect product was received, no further evaluation was performed. The complaint issue "packaging issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified_ all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.